Manufacturer narrative:
Patient codes updated from hematoma: 1884 to blood loss: 2597.

Event description:
It was reported that there was a groin bleed. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was successfully completed and the closure device was implanted in the laa of the patient. Post procedure the patient experienced a hematoma at the groin access site. The physician sandbagged the bleed to treat the patient. The patient was discharged home the next day and there were no other complications that were reported. It was further reported that the patient experienced a groin bleed at the access site. There was no hematoma that occurred.

Event description:
It was reported that there was hematoma. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was successfully completed and the closure device was implanted in the laa of the patient. Post procedure the patient experienced a hematoma at the groin access site. The physician sandbagged the bleed to treat the patient. The patient was discharged home the next day and there were no other complications that were reported.